Event description:
During a ptca procedure, the tip of the guide wire separated inside the pt. An attempt was made to snare the guide wire tip, but when the snare was pulled back, the guide wire tip was not on the snare. The pt was scanned with fluoroscopy, but the guide wire tip could not be found. The physician believes that the guide wire tip was not left in the pt. No pt effects were reported.